Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen rotating hinge knee tibial component catalog #: ni lot #: ni, unknown nexgen rotating hinge knee femoral component catalog #: ni lot #: ni. It is not yet indicated whether or not the product will be returned to zimmer biomet for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a knee arthroplasty revision due to pain post-operatively. The articular surface was removed and replaced with a larger size. No additional patient consequences were reported.

Manufacturer narrative:
Report source: the event occurred in the united kingdom. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.